Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed the hub was broken apart. In addition, the entire length of the shaft had been cut. There was a complete separation of the shaft 5.5 cm from the strain relief and a partial shaft separation 8 cm from the fracture surface. Magnified inspection confirmed that the fractured end of the shaft was jagged, consistent with ductile deformation due to tensile overload. There was no evidence of any product quality deficiencies.

Event description:
Boston scientific received information that during the implant procedure, this break away guiding catheter became stuck during the tearing away and broke approximately eight cm away from the valve portion of the catheter. The catheter was torn away and the left ventricular lead remained implanted in position and the procedure was successful. This guiding catheter will be returned for analysis. No adverse patient effects were reported.